Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim did not stim at all during surgery. Unit did not work. There were no connections to the electrodes, which indicates that they could not pass the electrode check screen and proceed with nerve monitoring. Patient was slightly obese therefore or staff had a very difficult time intubating them. Local sales representative was called who arrived with a temporary loaner unit, however, by this time the surgeon had already aborted the case. No patient impact. As per biomed, performed test to both fuses and both were good, tested the unit's interface box with a patient simulator and all the electrodes passed test. Everything worked as expected.